Event description:
It was reported that during a routine examination, the surgeon identified a broken screw from an xray image. Screw remains implanted.patient outcome: no adverse effect reported as a result of this event.